Event description:
On (b)(60 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained the blood glucose reading of 598 mg/dl and she experienced the symptom of feeling badly. The patient took correcting doses of insulin via syringe injections. Troubleshooting revealed the date and time were not correct in the pump settings, and that the total bolus doses in the pump history did not match the boluses given. All other pump settings were correct. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue occurred, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: investigators were unable to duplicate the reported complaint. A pinkish contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: investigators were unable to duplicate the reported complaint. A pinkish contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.